Event description:
Complainant alleged that during training by facility staff, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a faulty ac charger. The ac charger was replaced to resolve the report. The ac charger was scrapped after testing. The device was recertified and returned to the customer. Analysis for the reports of this type has not identified an increase in trend.